Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and four months following the implant of this transcatheter bioprosthetic valve, an echocardiogram confirmed that the valve had migrated into the sinus of valsalva causing severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.